Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had 3 implants from the manufacturer but the patient was not registered. Manufacturer records contained the device information under a different last name. The patient confirmed their device information that corresponded with that name. The first implant was placed in 1991. The implantable neurostimulator (ins) and leads were replaced in 1998 because the electrodes broke. It was reported that the second ins was replaced in 2007 due to normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.